Event description:
It was reported that during device check via remote transmission, it was observed that pacing lead impedance had increased. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.